Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2011-00263, 2210968-2011-00264, 22100968-2011-00266 and 22100968-2011-00267. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain and reservoir were used on the side of the face. Prior to use on the patient, when the bulb was squeezed and the stopper cap was replaced, the bulb would not re-inflate. There was no adverse patient consequences reported.